Manufacturer narrative:
H4: the lot was manufactured july 18-22, 2024. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed fluid in the bladder which suggests a possible underinfusion may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor infused 20% and 80% volume was remaining. The issue occurred during patient infusion via a peripherally inserted central catheter (PICC). The device was filled with 18000mg piperacillin/tazobactam(tazocin) in 230ml 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.